Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited no capture despite multiple positioning attempts. The patient developed chest tightness and shortness of breath during the procedure. The implant attempt was abandoned and a transvenous pacemaker was implanted the following day. The patient was in stable condition.